Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump would not hold charge. There was no reported adverse impact to the customer's blood glucose. Customer declined to further troubleshoot or provide further information with tandem technical support.